Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The repair center technician evaluated the ventilator and confirmed the reported problem. The service technician also found that the ventilator failed the est (extended self test) with the following diagnostic codes: patient wye not blocked, patient circuit leak, crossover circuit fault, air and flow sensor difference is out of range, oxygen cracking flow out of range, exhalation pressure outside range, exhalation flow outside range. In addition, the service technician identified that the top case assembly was damaged and the 3 solenoid assembly was an older part that required replacement. The ventilator could not be repaired due to the product reaching its end of life and some of the parts are no longer manufactured. No service was rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported that the ventilator produced an "audible alarm failed" error message and the backup alarm was triggered when pressing the "alarm silence" or "alarm reset" button. There was no patient or user involvement.